Event description:
It was reported that the user experienced difficulty obtaining glucose readings on the ilet after pairing a new dexcom g7 sensor and subsequently attempting a second sensor, which was in the warmup phase at the time of contact. Outcomes included absence of cgm readings on the ilet, with no reported clinical symptoms or need for medical intervention. Investigation included troubleshooting assistance provided to the user¿s caregiver, during which the cgm setting was toggled between g6 and g7 and the sensor pairing process was re-initiated. The sensor was confirmed to be in pairing mode and expected to require additional time to complete warmup. The user¿s caregiver was advised to allow additional time for pairing to complete and to contact dexcom support or call back if the issue persisted. Investigation of this case did not identify a malfunction of the ilet device and indicated that the event was consistent with cgm pairing and warmup behavior rather than a confirmed device or component failure.